Manufacturer narrative:
Age at time of event: above 18 years and older.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified external iliac artery in the distal side of the leg part. A 7.0 x 40, 75cm mustang balloon catheter was advanced for pre-dilation. However, during the third inflation, it was noted that the pressure did not increase and the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications were reported.